Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient involvement.

Manufacturer narrative:
This case has been confirmed to be a tidal volume monitoring issue rather than a reportable over delivery of pressure. There was no reportable malfunction.